Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap. Inguinal hernia repair, none of the tacks were able to be fired normally from the device. The component of the device fell into the cavity of the patient and was retrieved. The surgeon sutured the mesh to complete the case. The procedure was extended by more than 30 minutes due to device issue. There was no patient harm.